Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead exhibited infection with purulent discharge. Reportedly, the patient's site began draining two weeks ago. A culture was obtained, antibiotics were prescribed and dressing was applied. There were no additional adverse patient effects reported. The rv lead remains in service.